Manufacturer narrative:
(B)(4). Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? 10mmhg. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? If so, what device? No information. Was any torque being applied to the trocar or device? No information.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked from the device. Another device was used to complete the case. There were no adverse consequences to the patient.